Manufacturer narrative:
Continuation of d10: product type: 0674-peripheral pta balloons; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an amphirion deep (amd025150152) pta balloon during patient treatment of the patient's peroneal artery. The patient had atherosclerotic disease of the lower limbs, with an indication for balloon angioplasty. A 7fr sheath and a 0.014 guidewire were used. The device was opened and placed on the angiography table, it was removed from the internal packaging and passed to the doctor, at that time an attempt was made to remove the stylet which did not come out properly, it was pulled with more pressure, and the balloon came off the catheter in vitro. A second amphirion deep (amd025150152) pta balloon was attempted to be used. The balloon was inserted into the patient's artery for treatment and was connected to an insufflation syringe. The balloon did not inflate properly, and a burst was reported at 4atms. A third amphirion deep (amd225210152) pta balloon was attempted to be used. The balloon was inserted into the patient's artery for treatment and was connected to an insufflation syringe. The balloon did not inflate properly, and a burst was reported at 4atms. The devices were safely removed from the patient. A replacement non-medtronic device was used to complete the procedure. No patient complications have been reported as a result of this event.